Event description:
During the ablation procedure, there were issues with two different lot numbers of the same type of ablation devices. With the first device (lot: 31191340l) there was noise and an artifact in the image. With the second device (lot: 31196045l) there were magnet issues. Both catheters were replaced without harm to the patient.